Manufacturer narrative:
Account wanted an explanation of how the bed exit is supposed to operate on the bed. Technical support explained the proper operation of the bed exit function. Account will test the bed exit system and call back. Three attempts have been made regarding a resolution to this contact line, with no response.

Event description:
Account stated that a nurse alleged that the bed exit did not alarm when the pt left the bed.